Event description:
It was reported that during a lap cholecystectomy procedure, the device's clips looked good when they were put on, and they had to go back in approximately a week later due to the patient getting sick, and the clips were not on the cystic duct when he went back in. The device was discarded. Three clips were placed on the cystic duct, one on the specimen side and two on the patient side. When the clips were placed on duct, they appeared good. It is unknown if the clips were seen during the reop. The reoperation was done laparoscopically. Patient is to make a full recovery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.